Event description:
A customer reported that the instrument applied biosystems 7500 fast dx (ca. No. 4407205) with serial no. (B)(4) had a 'fatal error lamp' and the background was approaching to limits. No pt involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sda software version 1.4 is a real-time nucleic acid amplification and detection systems that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. The repair was completed by replacing the lamp and advised the customer to clean the block. This is the initial and final report for this issue.